Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was to receive one unit of prbc and that shortly after the initiation of the transfusion, the blood began to bubble out of the top of the drip chamber. There was no report of patient harm.

Event description:
The customer reported that the patient was to receive one unit of prbc and that shortly after the initiation of the transfusion, the blood began to bubble out of the top of the drip chamber. There was no patient harm.

Event description:
The customer reported that the patient was to receive one unit of prbc and that shortly after the initiation of the transfusion, the blood began to bubble out of the top of the drip chamber. There was no report of patient harm.

Manufacturer narrative:
The picture provided by the customer shows that the pvc tubing was leaking blood from the drip chamber blood filter top cap, confirming the report. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was to receive one unit of prbc and that shortly after the initiation of the transfusion, the blood began to bubble out of the top of the drip chamber. There was no patient harm.